Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was reviewed and revealed the following: hypoattenuating leaflet thickening (halt) was observed at the base of all three (3) leaflets, restricted leaflets were observed, and the aortic valve area (ava) measured to be approximately 0.7cm2 indicating stenosis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events of post-implantation-leaflet thickened, post-implantation-leaflet motion restricted, post-implantation- stenosis, and post-implantation-central regurgitation were confirmed based on provided medical report/imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years and 6 months post tavr implant, the patient presents with syncope and is found to have failed sapien 3 due to stenosis and regurgitation. A proctor review of this case also indicated there was mild central aortic regurgitation of the s3 valve, as well as thickened leaflets with reduced motion." Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to insufficient information provided, a definitive root cause is unable to be determined at this time. In this case, the patient had thickened leaflets, which could impact the proper functionality/coaptation of the leaflet, resulting in restricted leaflet motion. Available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis. Available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the patient had thickened leaflets with motion restriction, which could lead to suboptimal leaflet coaptation resulting in central regurgitation. Available information suggests that patient factors (thickened leaflets, leaflet motion restricted) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Approximately 4 years and 6 months post tavr implant, the patient presents with syncope and is found to have failed sapien 3 due to stenosis and regurgitation. The valve was alleged to have failed prematurely. The patient underwent a successful valve in valve procedure. The patient tolerated the procedure well and left the or in stable condition.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.